Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the customer had received the alarm ¿system failure ¿ force sensor bridge test.¿ the specific error codes associated with the issue were related to the force sensor bridge test. There was no patient involvement.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were errors- base task timeout, force sensor bridge test, base not responding, and force sensor test. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the faulty force sensor. As a result, the force sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.